Event description:
The customer reported the system displayed an "iris potentiometer" error message. On the 9600 system, this error will prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.